Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a potential device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the biomedical engineer with troubleshooting assistance. The biomed advised that he was initially able to verify the reported failure, stating that that the device was completely locked-up when the display was white. He then powered the device off and then on again and the unit powered on without any discrepancies. The biomed was then unable to get the issue to reoccur while testing. After observing proper device operation through functional and performance testing the unit was placed back into service for use.the cause of the reported issue could not be determined.